Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version: 2.1.0. Additional information: for the one cd that was sent to technical services (ts) which originally could not be loaded onto the reported system, ts tested it by plugging an external cd/dvd drive to the system via universal serial bus (usb.) The ts representative tried to load the scans in using that and was able to read all scans on the cd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system could not read the cd during the upload. The media type on the screen never changed to cd/dvd. However, the same scan could be loaded onto another ear, nose & throat (ent) system. It was noted that the scan was from a non-medtronic scanner, and the site gets their scan from another facility. They would load the disc onto another ent system to check the content. However, when arriving at this facility, it would not load onto the navigation system. There was no patient involvement.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, based on the information provided, this did not appear to be software related. As per the information provided, the issue was with the scanner. Codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.